Manufacturer narrative:
Product analysis (B)(4). Analysis information -- 18.03.2025 12:27:33 cst pli# 10 product ID# 977d260 h3. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that there was damage to the lead packaging. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). Rep called to report an incident with a lead. They opened the box, removed internal package, upon removal of the white paper seal to access the sterile components. As the white label was being pulled back it pulled back the sterile seal and cracked the clear plastic case along where the label pulled back of the sterilized product. This allowed the finger of the nurse to break sterility of the package as their finger went in the package. Rep will either send pictures of the packaging and/or send back the packaging. Sent email to rep should the rep want to send pictures of the packaging. The rep reported the device was returned for analysis. Defective packaging was noted.